Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the up arrow and down arrow keypad buttons have been getting harder to push over the past month. The reporter also stated that the up and down arrow symbols are worn off the buttons and cannot be seen. The reporter denied any tears, holes or damage to the keypad. There is no reported trauma to the pump. The patient reportedly wears the pump clipped to her waste and does not clean the pump. There are no reported adverse events associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up and down arrow keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.